Event description:
Medtronic received a report that the axium coil got stuck in the middle and distal part of the echelon microcatheter. After withdrawal, it was pushed outside of the body and the axium coil would still not come out of the echelon microcatheter. The axium coil was damaged. The axium and any accessories were prepared as indicated in the instructions foruse (IFU). The echelon was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery (ica) c4 aneurysm with a max diameter of 5mm and a 3mm neck diameter. The access vessel was the right femoral artery with a diameter of 7mm. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Additional information received reported the coil was pushed out of the introducer sheath.

Manufacturer narrative:
H3: analysis of the echelon-10 micro catheter found the total length of the echelon-10 micro catheter was measured to be 155.1cm. The useable length of the echelon-10 micro catheter was measured to be 147.4cm which is within specification. Upon visual inspection, no issues were found with the echelon-10 micro catheter hub or body. The distal tip was found to be damaged (puncture) proximal to distal marker band. The echelon-10 micro catheter distal tip was noted to be pre-shaped. The axium prime coil could not be used for resistance testing with the returned echelon-10 micro catheter due to its damaged condition. (Pli-20) the echelon-10 micro catheter was flushed, and water exited puncture and distal tip. The echelon-10 micro catheter was tested with an in-house guidewire. The guidewire was inserted into the catheter hub, through the catheter body, and out the distal tip without issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.